Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Initial report: it was reported, during a peripheral intervention case on a patient with diseased anatomy, the flexor high-flex ansel guiding sheath separated while in use. According to the initial reporter, access was gained through the left groin, and the separation occurred during the insertion of the device. The physician indicated that the target lesion was located up and over to the right leg. Reportedly, access was easy to obtain, but the catheter was snug while advancing through the patient. As the user was attempting to advance the sheath the device "broke in half". Reportedly, the device was only in the patient for a 'couple of minutes'. A pair of clamps was used to pull out the broken segment. The dilator was in the sheath when this separation occurred. It was then removed after the sheath was removed from the patient. According to the initial reporter, the procedure was successfully completed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation. Reviews of the complaint history, device history record, documentation, drawing, instructions for use (IFU), quality control procedure, and a visual inspection of the returned device were conducted during the investigation. The complainant returned one kcfw-6.0-35-55-rb-hfanl0-hc used with biomaterial present to cook for investigation. The distal 8cm of the sheath material was nearly separated but connected by 1.1cm of coil. Additionally, a document-based investigation evaluation was performed. The evidence indicates the product was made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. A review of the subassemblies did note nonconformances; however, cook concluded that the recorded non-conformances are not related to this incident. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. The complaint lot was manufactured to current specifications. No gaps were discovered in the manufacturing instructions, drawing, or quality control procedures for this device. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. An IFU is provided with this device, which states ¿if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal¿reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal.¿ based on the information provided and the examination of the returned product, investigation has concluded that this event cannot be traced to the device, but to the patient¿s condition. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation: director. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a peripheral intervention case on a patient with diseased anatomy, the flexor high-flex ansel guiding sheath separated while in use. According to the initial reporter, access was gained through the left groin, and the separation occurred during the insertion of the device. The physician indicated that the target lesion was located up and over to the right leg. Reportedly, access was easy to obtain, but the catheter was snug while advancing through the patient. As the user was attempting to advance the sheath the device "broke in half". Reportedly, the device was only in the patient for a 'couple of minutes'. A pair of clamps was used to pull out the broken segment. The dilator was in the sheath when this separation occurred. It was then removed after the sheath was removed from the patient. According to the initial reporter, the procedure was successfully completed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected information: h6 (method, conclusion), h10 (conclusion) initial report it was reported, during a peripheral intervention case on a patient with diseased anatomy, the flexor high-flex ansel guiding sheath separated while in use. According to the initial reporter, access was gained through the left groin, and the separation occurred during the insertion of the device. The physician indicated that the target lesion was located up and over to the right leg. Reportedly, access was easy to obtain, but the catheter was snug while advancing through the patient. As the user was attempting to advance the sheath the device "broke in half". Reportedly, the device was only in the patient for a 'couple of minutes'. A pair of clamps was used to pull out the broken segment. The dilator was in the sheath when this separation occurred. It was then removed after the sheath was removed from the patient. According to the initial reporter, the procedure was successfully completed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation reviews of the complaint history, device history record, documentation, drawing, instructions for use (IFU), quality control procedure, and a visual inspection of the returned device were conducted during the investigation. The complainant returned one kcfw-6.0-35-55-rb-hfanl0-hc used with biomaterial present to cook for investigation. The distal 8cm of the sheath material was nearly separated but connected by 1.1cm of coil. Additionally, a document-based investigation evaluation was performed. The evidence indicates the product was made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. A review of the subassemblies did note nonconformances; however, cook concluded that the recorded non-conformances are not related to this incident. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. The complaint lot was manufactured to current specifications. No gaps were discovered in the manufacturing instructions, drawing, or quality control procedures for this device. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. An IFU is provided with this device, which states ¿if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal¿reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal.¿ based on the information provided and the examination of the returned product, cook established bond separation as cause for this event. The cause of this separation is unknown; however, CAPA 312547, con-2020-064, and far-2020-058 have been opened in reaction to a similar issue. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.